Event description:
Boston scientific received information that during a follow up it was noted that this right ventricular lead showed high out of range pacing impedances as well as increased thresholds. A revision procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this lead was explanted and will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. It was noted the insulation abrasion sleeve was bunched, as well as the distal end of the proximal spring electrode was separated from the lead body. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.